Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker reached its recommended replacement time (rrt) unexpected early. After reprogramming the estimated longevity projection was normal. The right ventricular (rv) lead exhibited short v-v oversensing and the right atrial (ra) lead exhibited undersensing of p waves, low impedance and had a suspected insulation defect. The pacemaker and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.